Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm promus stent and a 3.0 x 15 mm promus stent in the proximal left anterior descending (lad) artery. On (B)(6) 2011, the patient experienced unstable angina. Angiography noted stenosis in the proximal lad and ischemia-driven revascularization was performed on (B)(6) 2012 in the target vessel, in the 1st diagonal and in the proximal circumflex artery. The patient condition was thought to be resolved on (B)(6) 2012. However, the patient underwent a second ischemia-driven revascularization procedure in the distal right coronary artery, a non-target vessel, on (B)(6) 2012. The patient's condition continues. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patients effect of angina, ischemia and restenosis, as listed in the promus everolimus eluting coronary stent system, japan, instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.